Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that water overflowed out of the reaction cup for albumin albm when they were performing weekly protein maintenance on the unicel dxc 800 synchron system. Customer reported that the cup did not completely drain. Customer reported that they had removed the stirrer and attempted to clean the cup. Customer reported that lines 62 and 57 (drain lines) were opaque and discolored yellow. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) instructed the customer run 25% bleach through the reaction cup module and let it set for ten minutes and then repeat. Customer reported that the problem was resolved after the bleaching.